Manufacturer narrative:
The device was returned with no reported malfunction. Visual, mechanical and electrical assessment found no anomalies.

Event description:
Related manufacturer report numbers: 2017865-2022-05979, 2017865-2022-05976. A system-wide infection was reported. The pacemaker and the accompanying atrial and ventricular leads were explanted. There was suspicion of lead vegetation. Further information was requested but not available. The patient condition was unknown.